Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after a cardiac ablation with qdot micro catheter, the patient experienced cardiac tamponade. First, it was reported that 106 sensor error occurred approximately 20 minutes since the catheter was inserted into the cardiac cavity. Although the cable and catheter were reconnected and the cable was replaced, the issue was not resolved. The issue was resolved by replacing the qdot micro catheter (d139505 / lot#: 31572782l) with another new one. It was also reported that during the procedure, the patient experienced a cardiac tamponade. No extended hospitalization. The method of contact force (cf) monitoring was dashboard, vector, and visitag. The coloring settings for visitag was tag index. No abnormalities observed prior/during use of the product. Additional information was received on 13-jul-2025. Delivered energy was radio frequency (rf). Additional information was received on 21-jul-2025. Drainage was performed. The patient was discharged from the hospital. The physician's assessment of the health problem was nonserious (moderate/minor). The physician considered that the perforation might have occurred when the catheter was accessed from the right atrium (ra) to the left atrium (la) rather than during the ablation. Additional information was received on 05-aug-2025. This adverse event was discovered post use. The physician¿s opinion on the cause of this adverse event was the procedure. The physician considered that the perforation might have occurred when the catheter was accessed from the ra to la via fossa. The outcome of the adverse event was fully recovered (no residual effects). The procedural act was 300 seconds over. One catheter exchanged occurred during the procedure, and one transseptal puncture site was performed during the procedure. The device in which the adverse event occurred was the qdot micro / d139505 / lot#: unknown. The 106 sensor error was assessed as non MDR reportable. Warning functioned as intended. The adverse event was assessed as MDR reportable under the qdot micro / d139505 / lot#: unknown.

Manufacturer narrative:
Additional information was received on 02-sep-2025 which indicated that they performed ablation with the first qdot micro catheter (d139505 / lot # 31572782l). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).